Manufacturer narrative:
The field service representative (fsr) inspected the instrument and discovered that the rgt syr o-rng, rgt seal tip 1, and rgt seal tip 2 had worn from normal use and/or leaking. The fsr replaced the parts which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional falsely depressed sodium results were reported. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the rgt syr o-rng, rgt seal tip 1, and rgt seal tip 2 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6), rgt syr o-rng, rgt seal tip 1, and rgt seal tip 2 were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 processing module for one sample. The following data was provided: sid: (B)(6). Initial sodium result = 112 meq/l, repeat = 136 meq/l, repeat on another architect = 137 meq/l no impact to patient management was reported.